Event description:
Nitrogen manifold not working properly. Manifold delivers gas via reserve side, not primary side. Mainly seen on left bank side of manifold. This manifold also displays a visual and audible indicator that gas tanks are empty, however the manifold has not pneumatically switched over yet. False indication to user who identifies empty cylinders by visual and audible indicator, and external gauges, which appear to be at 0.